Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# (B)(4) serial# implanted: (B)(6) 2018 product type lead product ID 3889-28 lot# (B)(4) serial# implanted: (B)(6) 2018 product type lead product ID 3889-28 lot# (B)(4) serial# implanted: (B)(6) 2018 product type lead product ID 3889-28 lot# (B)(4) serial# implanted: (B)(6) 2018 product type lead product ID 3058 lot# serial# (B)(4) implanted: (B)(6) 2018 explanted: (B)(6) 2022 product type implantable neurostimulator . Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4); product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4); product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4); product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4); product ID: 3058, serial/lot #: (B)(4), ubd: 28-jun-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient stated they just had their interstim systems removed but the wire broke and there is an abandoned lead in there. The reason for the call was because the patient would like medtronic to provide them with a list of activities they need to avoid with an abandoned lead, and patient already knows they are ineligible for MRI. Troubleshooting reviewed medtronic does not have any patient materials specifically for partial systems or abandoned leads. All literature is for complete interstim systems. Agent reviewed option for hcp's to contact medtronic office of medical affairs if they have questions about specific medical tests or procedures not covered in labeling. Patient became escalated and stated they wish they would have recorded the conversation. Patient refused to answer any further questions so procedure date and physician are not known.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# unknown serial# implanted: (B)(6) 2018 explanted: (B)(6) 2022 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had problems with the device almost immediately and the doctor would never get back to them. Patient stated when they told the doctor they were having problems with it they just cut them loose and that was the end of it. The caller stated that they were have issues of neuropathy and erectile dysfunction due to the ins. Patient mentioned they had an abandoned lead. Patient also mentioned that they had a bilateral implant and they were removed because they caused a lot of problems but the surgeon broke off one lead. Caller stated that they were having hernia surgery but were unsure what the hcp was going to be using for the surgery. The caller stated that they didn't think the hcp was using but was unsure. Pss advised the hcp to call ts to review. The patient was redirected to their healthcare provider to further address the issue. Caller inquired about harmonic instrument compatibility. Caller stated that hcp attempted to remove ins system but lead fractured and was left in. Tss reviewed compatibility information.